Manufacturer narrative:
(B)(4)

Event description:
It was reported that false ams episodes due to inappropriate user programming of pacing timing were observed. Non sustained rv oversensing episodes were noted to be due to the p waves being caught in pvarp. The device was reprogramed. The patient condition was okay during and after the procedure.